Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in original sealed packaging was returned for evaluation. The sample was visually inspected and no gauge defect was noted on the returned sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the gauge failed. No patient involvement.